Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted for high defibrillation thresholds tests (dtfs) and repeated unsuccessful therapies for ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient was extremely sick and was having vt storms. Also, a big septal scar and the two extensive ablations in the last month, may have decreased viable tissue. Large dose of IV amiodorone were given to the patient, which increases dfts. Subsequently, the physician succesfully added a subq defibrillation lead, and therefore used to df-1 header to accommodate the lead. No additional adverse patient effects were reported.